Manufacturer narrative:
Device evaluation duplicated the reported complaint condition. The console was disassembled and checked for defects and damage. Fluid intrusion was noticed on the left and right optical encoders and encoder cables. The parts were replaced and the mechanism was reassembled. The fluid intrusion entry point could not be determined so a boot was replaced and resealed. The console then passed the operational verification test. The optical encoders and short cables that were removed from the console exhibited bluish-green corrosion on the encoders from the fluid intrusion.

Event description:
The hospital perfusionist reported an issue encountered with the mps2 console during use. He reported that the console displayed an error code for "right motor stuck" when he was attempting to give a hotshot at the end of a procedure. The perfusionist stated he pulled the console from use and did not give the hotshot as a result. There were no patient complications reported as a result of the alleged issue. The console will be returned to the manufacturer for evaluation.